Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device leaked during the entire case. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The final quality release criteria was met before this batch was released for distribution.